Event description:
During a lap cholecystectomy procedure, the device was used which the clips did not form well. A new device was used to finish the procedure. There were no adverse consequences to the pt.